Manufacturer narrative:
Hill-rom technical support advised the account they will need a new scale power control board. Three attempts have been made to contact the account for resolution with no feedback given. Based on this information, no further action is required.

Event description:
The account reported the bed exit alarm buzzer is not loud enough to be heard outside the patient room. The bed is located in the general med surge department at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).